Event description:
Customer reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on steps to troubleshoot, which were unsuccessful. A replacement pump was arranged, and the customer was advised on actions to take upon receiving it. The customer will use mdi as a backup therapy and will return the malfunctioning pump to tandem.